Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and moisture damage was found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to water. The customer explained that the insulin pump slipped off the boat into the lake. Blood glucose value was 5.7 mmol/l. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.